Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. User facility (voluntary/mandatory) medwatch report number (B)(4). (B)(4).

Event description:
User facility medwatch report received stating: perclose closure device was unsuccessful angioseal deployment was unsuccessful manual hold and femostop placed for 30 minutes post procedure. Patient back and had fem angioplasty, not clear if actual defect in either. Additional information was received from facility reporter: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a right superficial femoral artery and popliteal artery angioplasty procedure. Reportedly, the proglide device failed and hemostasis was not achieved. An angioseal device was used and it failed, hemostasis was not achieved. Manual arterial compression and a femstop device were used to achieve hemostasis. The next day the patient was released from the hospital, but returned with severe left leg pain with walking. An angiogram was performed which showed occlusion at the left common femoral artery. An endarterectomy was performed and the angioseal was found "3 to 4 cm more proximal than the exit site enveloped in thrombosis". The physician stated the angioseal contributed to the occlusion of the artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.